Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for low reading.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 10.1mmol/l. The current sensor glucose value is 4.7. The sensor glucose and blood glucose is within acceptable range. The customer was advised to replace sensor. The customer will insert new sensor.